Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jan-2019 with the following findings: review of the black box data did not reveal any activity outside of normal use. A low battery and replace battery alarm due to typical use was recorded at the time of alleged issue. The returned battery cap was intact, without damage and able to fit securely to pump. Electrical current draws were evaluated and found to be within specifications. On investigation, the pump powered on normally and ez-prime steps were successfully completed. All electrical current readings were within specification. The pump was exercised for 24 hours without error, alarm, warning, interruption in power or overheating. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.